Manufacturer narrative:
The coaguchek xs pst care kit serial number is (B)(6). The meter and strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The customer reported receiving error 4, error 5, error 6, and error 8 messages. Error messages are designed as fail-safes to prevent the device from producing a result when certain operating conditions aren't met. Per product labeling for the device: error 4 means that the test strip is unusable. Error 5 is related to blood application, and there was an error applying blood to the test strip. Error 6 is related to test strip interference. The test strip was touched or removed during the test. Error 8 is an internal error. An error occurred during the internal diagnostic test. Section e3 - occupation: patient/consumer.

Event description:
There was an allegation of questionable inr results from the coaguchek xs pst care kit meter, using the coaguchek xs pt test 6 strip. The first meter result was 5.1 inr. The customer took another measurement because the first result was high. The second meter result was 3.8 inr. The meter tests were performed successively. The patient¿s therapeutic range is 2.0 - 3.0 inr.